Event description:
Healthcare professional reported ruptured port that needs to be replaced. Damage noted at tubing around stainless steel connector.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date or diagnostic testing. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."